Manufacturer narrative:
Additional concomitant medical products and therapy dates: renex 300mg once daily, simvastatin 40mg once daily, cozaar 100mg once daily, hydroxyzine 25mg twice daily, altace 10mg once daily, enablex 7.5 mg once daily, primidone 50mg twice daily, singulair 10mg once daily, nexium 40mg once daily, isosorbide 30mg once daily, lyrica 150mg 3/daily, imipramine 25mg 3/daily.

Event description:
Reporter states customer had low blood glucose symptoms with blood glucose result of 160 mg/dl taken on the advantage system; reporter treated customer with orange juice (unable to self treat), and symptoms improved 1.5 hours later. Controls were run and in range 10 days ago. Requested return of the suspect device and replacement was sent.